Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to suspected endophthalmitis and the problem was resolved. Patient was administered intraocular injection (medication).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) - (incision opened); (secondary surgery); endophthalmitis; (lens explanted); , evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review. Results: (evaluation result): upon review of the DHR, a conclusion can be drawn that nothing in the manufacturing, sterilization, and packaging processes is likely to have contributed to the complaint. Based on the information provided by the facility, the lens was not indicated to have been received damaged. The returned product met specification and no damage was reported. It is unclear if the lens itself caused or contributed to the onset of "suspected endophthalmitis". Therefore, no root cause can be identified. Probable causes for this event could include pre-existing patient condition or surgery facility or condition. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, product evaluation, and device history record review, a specific root cause of the event could not be determined. (B)(4).